Manufacturer narrative:
(B)(4). Device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon further investigation, the peritoneal dialysis nurse clarified the patient did not experience peritonitis; therefore, the disposable device is no longer considered to have caused or contributed to the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.